Event description:
This initial spontaneous case report was received on 13-oct-2016 from a lawyer in the united states, on behalf of a plaintiff female consumer of unspecified age who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2014 for permanent birth control. In the months and years following the implant, the consumer began experiencing severe, abnormal menstruation pain; abnormal, heavy menstrual bleeding; prolonged, abnormal menses; severe lower abdominal/pelvic pain and cramping; severe back pain; dyspareunia; an autoimmune disease; migraines, and fatigue. Due to the consumer's continuing symptoms, she was scheduled for a hysterectomy on (B)(6) 2016. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and in the months and years following the implant began experiencing severe pelvic pain and autoimmune disease. She was scheduled for a hysterectomy. Severe pelvic pain is an anticipated event in the reference safety information for essure, autoimmune disease is unanticipated. After essure insertion, pelvic pain may occur. Given the nature of the event severe pelvic pain, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Considering the pathophysiology of autoimmune disease and the local effect of essure in the fallopian tubes, causality between this event and the suspect insert was assessed as unrelated. Non-serious events were also reported. This case was regarded as incident since surgical intervention will be required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 5-dec-2016: quality-safety evaluation received. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and in the months and years following the implant began experiencing severe pelvic pain and autoimmune disease. She was scheduled for a hysterectomy. Severe pelvic pain is an anticipated event in the reference safety information for essure, autoimmune disease is unanticipated. After essure insertion, pelvic pain may occur. Given the nature of the event severe pelvic pain, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Considering the pathophysiology of autoimmune disease and the local effect of essure in the fallopian tubes, causality between this event and the suspect insert was assessed as unrelated. Non-serious events were also reported. This case was regarded as incident since surgical intervention will be required. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("uterus and both fallopian tubes reveals two fragments of metallic and plastic device in both tubes at the cornu area"), embedded device ("essure deeply embedded at the myometrium of cornu area"), uterine haemorrhage ("abnormal uterine bleeding") and autoimmune disorder ("an autoimmune disease") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), back pain ("severe back pain, lower back pain"), dyspareunia ("dyspareunia, dyspareunia (painful sexual intercourse)"), migraine ("migraines"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), depression ("depression,"), neuromyelitis optica spectrum disorder ("devic disease"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced urinary incontinence ("urinary incontinence"), bladder disorder ("bladder problems") and urinary tract infection ("uti"). In 2015, the patient experienced tooth disorder ("dental problems"). In 2016, the patient experienced hot flush ("hot/cold flashes"), loss of libido ("no libido") and mood swings ("mood swings"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstruation pain, dysmenorrhea (cramping)"), menorrhagia ("heavy prolonged menstrual bleeding, abnormal bleeding (menorrhagia)"), menstrual disorder ("abnormal menses") and headache ("headaches"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, embedded device, uterine haemorrhage, autoimmune disorder, back pain, dysmenorrhoea, menorrhagia, migraine, fatigue, menstrual disorder, hot flush, loss of libido, mood swings, vaginal haemorrhage, urinary incontinence, anxiety, depression, neuromyelitis optica spectrum disorder, bladder disorder, urinary tract disorder, headache, nausea, alopecia, tooth disorder, vaginal discharge, weight increased, urinary tract infection and abdominal pain outcome was unknown and the dyspareunia and female sexual dysfunction had resolved. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, headache, hot flush, loss of libido, menorrhagia, menstrual disorder, migraine, mood swings, nausea, neuromyelitis optica spectrum disorder, tooth disorder, urinary incontinence, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure device deployed with 1 coil visible on the left side and 2 coils visible on the right side. All instruments were removed from the patient's vagina. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion on (B)(6) 2016 : on pelvic ultrasound - impression: well-seated intrauterine contraceptive device. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : abnormal uterine bleeding, uterus and both fallopian tubes reveals two fragments of metallic and plastic device in both tubes at the cornu area and essure deeply embedded at the myometrium of cornu area extracted from medical records. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet: hormonal changes describe: hot/cold flashes, no libido, mood swings, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti, apareunia(inability to have sexual intercourse), psychological or psychiatric problems condition: anxiety/depression, autoimmune disorder type of disorder: devic disease, bladder or urinary problems or changes, migraines / headaches, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, vision/eye problems type: neuromyelitis optica, fatigue, weight gain / loss, hair loss added as events. Patient, reporter and product information updated. On 1-mar-2018: follow up information 2 and 3 processed together : medical records received. The events abnormal uterine bleeding, uterus and both fallopian tubes reveals two fragments of metallic and plastic device in both tubes at the cornu area and essure deeply embedded at the myometrium of cornu area extracted from medical records. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("uterus and both fallopian tubes reveals two fragments of metallic and plastic device in both tubes at the cornu area"), embedded device ("essure deeply embedded at the myometrium of cornu area"), neuromyelitis optica spectrum disorder ("devic disease"), uterine haemorrhage ("abnormal uterine bleeding") and autoimmune disorder ("an autoimmune disease") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced embedded device (seriousness criteria medically significant and intervention required), neuromyelitis optica spectrum disorder (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), back pain ("severe back pain, lower back pain"), dyspareunia ("dyspareunia, dyspareunia (painful sexual intercourse)"), migraine ("migraines"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), depression ("depression,"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced urinary incontinence ("urinary incontinence"), bladder disorder ("bladder problems") and urinary tract infection ("uti"). In 2015, the patient experienced tooth disorder ("dental problems"). In 2016, the patient experienced hot flush ("hot/cold flashes"), loss of libido ("no libido") and mood swings ("mood swings"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstruation pain, dysmenorrhea (cramping)"), menorrhagia ("heavy prolonged menstrual bleeding, abnormal bleeding (menorrhagia)"), menstrual disorder ("abnormal menses") and headache ("headaches"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, embedded device, neuromyelitis optica spectrum disorder, uterine haemorrhage, autoimmune disorder, back pain, dysmenorrhoea, menorrhagia, migraine, fatigue, menstrual disorder, hot flush, loss of libido, mood swings, vaginal haemorrhage, urinary incontinence, anxiety, depression, bladder disorder, urinary tract disorder, headache, nausea, alopecia, tooth disorder, vaginal discharge, weight increased, urinary tract infection and abdominal pain outcome was unknown and the dyspareunia and female sexual dysfunction had resolved. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, headache, hot flush, loss of libido, menorrhagia, menstrual disorder, migraine, mood swings, nausea, neuromyelitis optica spectrum disorder, tooth disorder, urinary incontinence, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure device deployed with 1 coil visible on the left side and 2 coils visible on the right side. All instruments were removed from the patient's vagina. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion on (B)(6) 2016 : on pelvic ultrasound - impression: well-seated intrauterine contraceptive device. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : abnormal uterine bleeding, uterus and both fallopian tubes reveals two fragments of metallic and plastic device in both tubes at the cornu area and essure deeply embedded at the myometrium of cornu area extracted from medical records. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.